Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the gastrointestinal videoscope disappeared. The issue was found during installation. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9 - date returned to mfg, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code b30. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image disappears is due to error code b30 and defective pc-board. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.